Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise, had high capture thresholds, and low but in range pacing impedance. The patient was asymptomatic. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.